Event description:
It was reported that the clinic had done a urine analysis on the patient and noticed that the patient didn't have any morphine in his system. The pump was delivering morphine (50 mg/ml at 11 mg/day). Three weeks prior, the patient started having symptoms of a metallic taste in his mouth, dizziness, anxiety, and withdrawal. A rotor study was done 2 weeks prior and the rotor study was fine. A refill was done; there wasn't any volume discrepancy; and the patient's dose was increased. On (B)(6) 2013, the doctor tried to aspirate the catheter and could not aspirate; he then injected 3 ml of normal saline. After that he aspirated back and got a yellowish fluid. He then injected dye and did a dye study and it "looks like it's just bursting through the csf (cerebrospinal fluid)." The physician instructed the nurse to program a bridge bolus instead of a priming bolus. A bridge bolus was programmed and was scheduled to run for approximately 48 hours. It had been running for 30 minutes. The bridge bolus was canceled and a priming bolus was programmed. They planned to monitor the patient. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l56468, implanted: (B)(6) 1999, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).